Event description:
The patient reported they had several high blood glucose episodes while using the omnipod 5 pod, with a reported failure of 1 pod per week. The patient alleges the high blood glucose episodes contributed to their diagnosis of stage 1 diabetic retinopathy. Symptoms reported include hyperglycemia, loss of sight, swollen blood vessels, and vision disturbances. Several pod issues were reported by the patient. The patient reported premature pod failures due to pod cannula insertion in areas with hardened tissues, with the patient reporting "due to prolonged use age of the omnipod being only placed in a limited number of areas on the body the skin and tissue is hardening preventing the cannular from fully entering the body". The patient also reported prior false low blood glucose readings from the dexcom g6 sensor, which suspended insulin delivery and led to hyperglycemia and an episode of diabetic ketoacidosis (insulet reference number (B)(4), FDA MFR report # 3014585508-2026-15802, mhra reference number (B)(4)). The patient also reported several occassions of a communication error between the omnipod 5 and the dexcom g6 sensor. The patient reported having a history of high blood glucose levels using insulin pens but reported their blood glucose levels have gotten worse using the omnipod 5 system. At this time, insulet is unable to determine if our device caused or contributed to the reported diagnosis of diabetic retinopathy. Dexcom has been informed on (B)(6) 2026.

Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of 07jan2026-01mar2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. It could not be determined if the sensors used during this period were correctly reading the user's glucose levels and sending the information to the pods. It also could not be conclusively determined based on cloud data if the cannulas of the pods were properly inserted or if any leaking during wear occurred. The phb data showed infrequent instances of stretches of pod-sensor connection loss that caused the system to transition to automated mode: limited. The phb data confirmed that, while in automated mode: limited, the system was correctly delivering safe basal, which is the lower of the user's manual basal program and adaptive basal rate. The exact cause of the reported incorrect sensor values, leaking/cannula insertion issues, and pod-sensor connection loss could not be determined from the available cloud data. Lot release records were reviewed and the product lot met all acceptance criteria. Please note, per the omnipod 5 user guide "caution: always rotate insulin infusion sites to help prevent infusion site complications like scar tissue and infection. Rotating insulin infusion sites reduces the risk of scarring. Using a site with scar tissue can lead to problems with insulin absorption" and "always be prepared to inject insulin with an alternative method if insulin delivery from the pod is interrupted. You are at increased risk for developing hyperglycemia if insulin delivery is interrupted because the pod only uses rapid-acting u-100 insulin. Failure to have an alternative method of insulin delivery can lead to very high glucose or diabetic ketoacidosis (dka). Ask your healthcare provider for instructions for handling interrupted insulin delivery" locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.